Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the episode on the implantable cardiac monitor appeared to be electrical interference. Also, the clinician was unhappy that the electrocardiogram was suspended during tachycardia event duration. The device remains in use. No patient complications have been reported as a result of this event.